Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2018-05532. It was reported the catheter was stuck on the wire. A 6x100x130 eluvia drug-eluting vascular stent and a .035 amplatz super stiff guidewire were selected for a stent procedure in the superficial femoral artery. The stent was deployed successfully. Upon removing the stent delivery system from the amplatz wire, the catheter was stuck to the guidewire. The wire and catheter were removed together as one unit. There were no patient complications reported and the patient's status post procedure was reported as fine.